Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to low blood glucose levels. The customer was not wearing the insulin pump at the time of hospitalization due to infusion sets not adhering to the customer's skin. The customer reported having high blood glucose level of almost 400 mg/dl earlier in the day of the event. The customer treated with a manual insulin injection. The customer reported that he might have injected too much insulin which resulted in the low blood glucose levels prior to the hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-53087.